Event description:
The user was running patient samples and experienced issues with the sampling system for total bilirubin. The user primed the r1 for total bilirubin and stated the assay was then running without issue. Some of the patient results were reported and not patients were treated based on the original results, however, he stated they had to correct results for about 65 patients. The user provided results for 46 patient samples that were repeated on the same instrument. All results are in mg per dl and are listed as initial, repeat. Sample 1: 2.2, 0.5. Sample 2: 1.4, 0.2. Sample 3: 2.5, 0.2. Sample 4: 2.5, 0.1. Sample 5: 1.8, 0.7. Sample 6: 1.9, 0.4. Sample 7: 1.4, 0.2. Sample 8: 3.8, 0.4. Sample 9: 3.9, 0.4. Sample 10: 3.6, 0.3. Sample 11: 3.8, 0.3. Sample 12: 4.0, 0.5. Sample 13: 3.5, 0.3. Sample 14: 3.7, 0.4. Sample 15: 1.6, 0.2. Sample 16: 3.2, 0.2. Sample 17: 3.9, 0.6. Sample 18: 3.6, 0.4. Sample 19: 3.5, 0.3. Sample 20: 3.9, 0.5. Sample 21: 3.2, 0.4. Sample 22: 3.1, 0.3. Sample 23: 3.3, 0.4. Sample 24: 3.2, 0.3. Sample 25: 4.0, 0.6. Sample 26: 3.8, 0.5. Sample 27: 3.7, 0.5. Sample 28: 3.5, 0.3. Sample 29: 3.1, 0.2. Sample 30: 3.8, 0.3. Sample 31: 3.1, 0.3. Sample 32: 2.3, 0.2. Sample 33: 2.6, 0.3. Sample 34: 3.1, 0.5. Sample 35: 2.8, 0.3. Sample 36: 2.4, 0.6. Sample 37: 2.8, 0.3. Sample 38: 3.4, 0.7. Sample 39: 2.7, 0.2. Sample 40: 3.5, 0.5. Sample 41: 2.7, 0.3. Sample 42: 3.2, 0.3. Sample 43: 2.3, 0.5. Sample 44: 2.7, 0.4. Sample 45: 1.4, 0.4. Sample 46: 2.3, 0.4. The user refused a service visit stating the issue had been resolved by priming the reagent.